Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure an effusion was noted post closure device placement. The closure device was not yet released from the core wire. The case was aborted. A pericardiocentesis was performed but it was unsuccessful to stop the effusion, so surgical intervention was performed to repair the perforation. The patient also required a blood transfusion. The patient was admitted to the hospital and is expected to fully recover.